Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom will not turn on using blue key was confirmed during evaluation as an issue of door state recognition. Evaluation revealed that the upper hook switch, link and link switch being out of adjustment. The link, link switch, and upper hook switch were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced would not turn on using blue key . There was no patient involvement. No additional information is available.